Event description:
An infusion pump was programmed to infuse 12 ml of angiomax at a rate of 999 ml/hr. The IV line was flushed and the tubing placed in channel 'a' of a multi-channel pump. Pump was then turned off. On returning to the IV to start the infusion, the bag was found to be empty. A full dose of angiomax was delivered by bolus rather than over 1.5 hours. Lab results confirmed delivery of medication to patient.